Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report an permanent out of range signal on (B)(6) 2014. At the time of contact, patients father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. The receiver case was opened, finding that the moisture detection sticker had been activated. Due to moisture damage the receiver would not turn on; therefore, use testing could not be performed, and the data log could not be downloaded for review. As moisture damage is a contributing factor to permanent loss of antenna, the customer complaint has been confirmed. The root cause for the reported event is moisture damage.